Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax(device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of wo (2) unspecified bard/davol 3dmax(device #1 and device #2) . The patient is only making a claim for an adverse patient outcome against the two (2) 3dmax(device #1 and device#2) . The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of wo (2) unspecified bard/davol 3dmax (device #1 and device #2). The patient is only making a claim for an adverse patient outcome against the two (2) 3dmax (device #1 and device#2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with recurrent bilateral inguinal hernia, recurrent ventral hernia thereby underwent open repair with implant of 3dmax mesh (device 1 ¿ right and device 2 - left). Per operative notes, ¿an incision was made through deep inguinal floor. Both right and left inguinal hernia sac was dissected out. One 3dmax mesh (device 1) was placed into the right inguinal floor and secure it with sutures. One 3dmax mesh (device 2) was placed into the left inguinal floor and closed with sutures. The ventral hernia sac was dissected out. The defect was closed with sutures primarily.¿ on (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with primary closer. Per operative notes, ¿an incision was made through previous old incision. The hernia sac was dissected out. The hernia defect was closed with sutures primarily.¿ on (B)(6) 2020 - patient was diagnosed with recurrent lower pelvic ventral incisional hernia, recurrent left inguinal hernia thereby underwent open repair with implant of one synthetic mesh and explant of 3dmax mesh (device 2). Per operative notes, ¿an incision was made into the previous left inguinal floor. The left inguinal hernia sac was dissected out. The ventral hernia sac was dissected and closed the defect primarily. The previously placed 3dmax mesh (device 2) was visible on the left inguinal floor. Previously placed 3dmax mesh (device 2) was dissected out. A synthetic mesh was placed into the defect and closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g1, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.